Event description:
It was reported that a liner tear occurred. Vascular access was obtained via a transfemoral approach. A 15f isleeve introducer sheath was placed. A 27mm lotus edge valve was advanced through the 15f isleeve introducer sheath and implanted to treat the aortic valve. After releasing the 27mm lotus edge valve, the physician attempted to remove the lotus edge delivery system. The distal end of the lotus edge delivery system appeared to have difficulty being pulled into the tip of the 15f isleeve introducer sheath. As the physician continued to pull the lotus edge delivery system, it collapsed the 15f isleeve introducer sheath on to itself. The physician was able to remove the lotus edge delivery system; however, at about halfway along the shaft of the 15f isleeve introducer sheath, the liner of the 15f isleeve introducer sheath had completely torn. The physician inserted the dilator and was able to safely remove the 15f isleeve introducer sheath from the patient. No patient complications were reported.